Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Manufacturer narrative:
(B)(4). Additional information: received user facility medwatch (B)(4) on (B)(4) 2014. Additional information: linear cutter stapler only fired half the reload instead of the entire reload during laparoscopic gastrectomy sleeve. A new reload was loaded to the stapler and was hard to load. Surgeon used new stapler and new reload. No adverse effect on patient.

Event description:
It was reported that during a sleeve procedure, on the second firing on the stomach the reload (green) fell apart. The doctor used clip applier and opened a second device to finish the case. There were no patient consequences reported.